Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: cholecystectomy. Breach at the junction of the bag and the handle. Additional information received from field implementation team member by email on (B)(6) 2019: today I revived the following answer: dear mr. [Name], the break happened at number 4. In an operation, this part has remained in the stomach. We could recover it. Otherwise, it broke down during recovery of the gallbladder. The specimen did not take any damage. Intervention: retrieval of separated part. Patient status: patient status is ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy. Durchbruch an der übergangsstelle zwischen beutel und griff. Translation ame: breach at the junction of the bag and the handle. Additional information received from field implementation team member by email on 31jul2019: today I received the following answer: dear mr. [Name], the break happened at number 4. In an operation, this part has remained in the stomach. We could recover it. Otherwise, it broke down during recovery of the gallbladder. The specimen did not take any damage. Intervention: retrieval of separated part. Patient status: patient status is ok additional information received 18oct2019: according to your drawing, it concerns part number 4.